Manufacturer narrative:
Weight: unk. Ethnicity:unk. Race:unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticm5_13.2, -9.00/1.5/087 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to elevated iop (intraocular pressure) and significant reduction of irido-corneal angles. It was reported that after explanting the lens the problem resolved, iop and irido-corneal angles returned to normal. The doctor has no plans to implant another lens.

Manufacturer narrative:
Device evaluation: lens was returned in dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found that a haptic was torn and presence of residue on lens surface. (B)(4).